Event description:
It was reported that, "the pt had an infection, dr went in for a washout and new implantation."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if rec'd will be provided on a supplemental report.